Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection of the returned sensor patch was performed, and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor data was analyzed and data analysis is consistent with a failed insertion of the sensor tail. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" sensor error message was reported with the adc device and was therefore unable to obtain readings. The customer experienced hypoglycemia, and was treated with glucose injections by both a non-healthcare professional and healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned cap and applicator; no damages were observed. The applicator had been fired correctly. Visual inspection performed on the sensor and no damage was observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event code 11,227 & 224 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion where a sensor tail was unsuccessfully applied to the user¿s body. This led to the tail having contact with surface blood or interstitial fluid creating a passed insertion check and limited historical log data before the puck terminated its function as designed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" sensor error message was reported with the adc device and was therefore unable to obtain readings. The customer experienced hypoglycemia, and was treated with glucose injections by both a non-healthcare professional and healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A "replace sensor" sensor error message was reported with the adc device and was therefore unable to obtain readings. The customer experienced hypoglycemia, and was treated with glucose injections by both a non-healthcare professional and healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" sensor error message was reported with the adc device and was therefore unable to obtain readings. The customer experienced hypoglycemia, and was treated with glucose injections by both a non-healthcare professional and healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.